Event description:
It was reported that on (B)(6) 2019 at 1220, a home infusion of fluorouracil 5040mg/0.9% 249ml (5ml/hr elastomeric pump) to infuse at a rate of 5.19ml/hour for 48 hours via a port-a-cath that was initiated. Upon completion of the infusion the patient was at the facility infusion room on (B)(6) 2019 when the patient reported to the rn that the chemotherapy had leaked from the connection of the texium and the elastomeric tubing set. The patient stated that the affected area was washed with soap and water. Upon disconnect the rn noted that there was a white residue on the connection of the texium and the elastomeric tubing set. There was no noted skin irritation caused by the leak. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the texium and non-bd elastomeric tubing set was not confirmed based on functional testing performed. Inspection observed white powdered residue at the engagement of the set's male luer and texium luer however no damages were observed. Functional testing was unable to be performed as no fluid was able to flow through the non-bd set. Functional and pressure testing of the texium luer observed no leaks or any issues. Inspection under magnification observed white powdered residue at the engagement of the infusion set's male luer and texium luer. The components' were also observed to be within iso specification when measured. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: elastomeric ball, port-a-cath. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis: rectal cancer.

Event description:
It was reported that on 07/15/2019 at 1220, a home infusion of fluorouracil 5040mg/0.9% 249ml (5ml/hr elastomeric pump) to infuse at a rate of 5.19ml/hour for 48 hours via a port-a-cath that was initiated. Upon completion of the infusion the patient was at the facility infusion room on (B)(6) 2019 when the patient reported to the nurse that the chemotherapy had leaked from the connection of the texium and the elastomeric tubing set. The patient stated that the affected area was washed with soap and water. Upon disconnect the nurse noted that there was a white residue on the connection of the texium and the elastomeric tubing set. There was no noted skin irritation caused by the leak. The customer later stated that there were no adverse effects caused to the patient from the event.